Event description:
Implant date: 1994. Pt felt a "pop" and experienced pain in the post-operative period. Exam revealed a screw had backed out. Second surgery performed to replace screw, repair graft, and implant another device. Third surgery performed 1995 to remove a section of the first implant, at which time, it was noted that two screws were loose.